Event description:
Medical affairs has been unable to get in contact with the patient and sent thepatient a letter to obtain more clinical information. The patient called alleging that themeter was set to the incorrect unit of measurement. The patient does not recall going into the settings and changing the unit of measurement. Per patient, the meter had always been set to the incorrect unit of measurement. The patient went into the hospital in mid january and was given insulin. No information if the ptient experienced any symptoms at the time of concern or the reading on the hospital device. Customer service assisted the patient in setting the meter back to mg/dl. Due to a spontaneous power interruption, the meter reverted from the "mmol/l" to "mg/dl" unit of measurement; thus indicating that the reported meter meets the criteria for a reportable medical device due to a malfunction.